Manufacturer narrative:
An event regarding instability involving a triathlon patella was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: component malposition of triathlon ps knee components with a ¿significantly elevated joint line¿ has contributed to gross instability of the arthroplasty requiring exchange of all knee devices after 5-years. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: component malposition of triathlon ps knee components with a ¿significantly elevated joint line¿ has contributed to gross instability of the arthroplasty requiring exchange of all knee devices after 5-years. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the left knee it was reported through the communication of an attorney that allegedly the patient was revised due to "unstable left total knee arthroplasty, all components." Update (B)(6) 2019: as per medical review dated (B)(6) 2019 "component malposition of triathlon ps knee components with a ¿significantly elevated joint line¿ has contributed to gross instability of the arthroplasty requiring exchange of all knee devices after 5-years".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: not returned.

Event description:
This pi is for the left knee. It was reported through the communication of an attorney that allegedly the patient was revised due to "unstable left total knee arthroplasty, all components."